Manufacturer narrative:
An evaluation was performed by smith and nephew and could not confirm the customer complaint for the light source is shutting down as soon as it is started. A visual inspection was performed and showed no damage to the light source. The light source was functionally tested for thirty minutes and at no time did the device shut down. The test was performed for a second time and at no time did the device shut down. This failure could not be replicated.

Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that the device light shuttled down as it started to heating up and thus simulated a blank/dark image. No significant delay or patient injury reported.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question has not been returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product to look at. As such the complaint is being closed without conclusion. However, if the product is returned in the future the complaint can be reopened and evaluated. Our quality department will continue to monitor for trends.